Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the performer introducer valve was leaking during the procedure. The device was exchanged during the procedure. No adverse consequence to the patient reported.

Manufacturer narrative:
Investigation evaluation correction: a review of the complaint history, drawings, documentation, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. No images were available and a review of the product was not performed as the device was not returned for evaluation. The device history record and no non-conformances review was not able to be performed as the lot number was not available. Although the devices were not returned for evaluation, the root cause was determined to be manufacturing related. Measures have been previously initiated to address this issue. A quality engineering risk assessment has determined that no further action is required as it concluded that its occurrence is unlikely to lead to a serious health consequence to the patient. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, documentation, manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformances was not possible as the lot number was not available based on the information provided, no product returned and the results of our investigation, measures have been previously conducted to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported the performer introducer valve was leaking during the procedure. The device was exchanged during the procedure. No adverse consequence to the patient reported.